Event description:
It was reported that this artificial urinary sphincter (aus) initially functioned as expected. However, following an unrelated health event that required catheterization, the device began leaking regularly. A surgical procedure was performed in which the existing device was explanted. There were no patient complications reported.